Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that there was no data transmission, but after aeration, the issue was resolved, the image olympus endoscope system (oes) had 2 full image guide breaks, the ultrasound medical (um) image had 2 full broken elements, the switch1 and switch4 were not working but after aeration the issue was resolved, the control body was flooded, and the ultrasound medical (um) connector was flooded. This is an ongoing investigation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was error b30 (scope communication error) displayed on the bronchofibervideoscope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the event reported as "b30 scope communication error" was confirmed. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.